Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure, when the technologist took a contrast shot of the closure device deployed prerelease, an air bubble was noted to be trapped in the laa behind the closure device, measuring about 3mm. The patient was discharged the same day and there were no patient complications. It was further reported that the valve position during exchanges was at or below the level of the heart and it is thought that the root cause of the air embolism was improper technique by the scrub tech.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure, when the technologist took a contrast shot of the closure device deployed prerelease, an air bubble was noted to be trapped in the laa behind the closure device, measuring about 3mm. The patient was discharged the same day and there were no patient complications. It was further reported that the valve position during exchanges was at or below the level of the heart and it is thought that the root cause of the air embolism was improper technique by the scrub tech.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure, when the technologist took a contrast shot of the closure device deployed prerelease, an air bubble was noted to be trapped in the laa behind the closure device, measuring about 3mm. The patient was discharged the same day and there were no patient complications.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.